Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the customer received 3 each labeled as a pca rear case assembly kit but the wrong item was inside. The customer returned the order.